Manufacturer narrative:
Multiple requests were made for the return of the device without any response. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the 4.5 endoscopic cannulated drill bit broke inside the patient. The broken piece was removed from the patient with the use of a grasper. No patient injury or other complications were reported.